Event description:
The treating doctor reported that the patient experienced a fracture and subsequent loss of tooth #9 during invisalign treatment. The patient did not require additional medical intervention beyond the extraction and was prescribed antibiotics and pain medication afterward. The patient is currently doing better and has temporarily discontinued treatment while waiting for new aligners; an essex appliance with a false tooth was provided in the meantime.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The potential root cause of this event is unknown, however; according to the treating doctor, the tooth was not expected to be lost, and the treatment may have aggravated the existing condition, although the exact cause of the fracture is unknown. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.